Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 58 mg/dl at the time of the incident. The customer reported that she cannot read all the writing on her pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The troubleshooting was performed for partial display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test and passed the dat test at 0.08720 inches noted. No missing segment/partial display anomaly during test.